Manufacturer narrative:
Customer service contacted the facility and the sales rep for the complaint product. Per customer service, the alleged complaint unit will not be returned for evaluation. The rep does not have the handpiece and the facility never sent the unit to lso for disinfection. This facility is no longer doing business with tenex health. (B)(4) will be voided. Refer to (B)(4) for void reason - product not coming back to us. Facility no longer doing business with tenex. They have given their rep all of their product. There is some discrepancy in what product the rep does in fact have, as they have not been very accurate in accounting for trunkstock. It is not possible to verify an assignable cause for the unit failure without evaluating the alleged complaint unit. Insufficient information for a complete investigation. The DHR for lot 08413-13 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 08413-13. There were (B)(4) reported unit failures from this lot. Lot 08413-13 has a failure rate of (B)(4).

Event description:
Kept giving check hp error messages.